Event description:
It was reported that a patient had short circuit on his left electrode. Contact 0-2 was less than 50 ohms. The implantable neurostimulator (ins) was replaced due to normal end of battery life, but the electrode was not replaced. Post ins replacement contact 0-2 was 7 ohms. The short circuit does not impact therapeutic settings and the patient was "doing well with his therapy." It was noted that the managing physician was aware of the short prior to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID; 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v016338, implanted: (B)(6) 2007, product type: lead. (B)(4).